Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies.the patient was explanted (B) (6) 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no reports of death or serious injury.